Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the cardiac arrest, ventricular fibrillation, stent thrombosis, cardiogenic shock, septic shock and subsequent death could not be definitively determined based on the information available. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy catheter was used to treat a lesion in the left circumflex artery. The ivl catheter successfully delivered 100 pulses and there was no device malfunction reported. After the procedure, ventricular fibrillation and cardiac arrest occurred. A cardiac catheterization showed that the stent in the circumflex was occluded. Balloon angioplasty was then performed within the stent. There was severe disease distal to the distal stent edge. A 2.5 x 26 mm des was placed. The subject developed cardiogenic shock and septic shock. A few days after the index procedure, the patient expired. Death resulted from a distal vessel plaque rupture. This event was sent to the clinical events committee (cec) for adjudication of the revascularization, stent thrombosis, and death. The cec has determined that the revascularization and stent thrombosis is probable to the study device and definite to the procedure. They determined that the death is possible to the study device and definite to the procedure. The cec indicated that the cardiac arrest, ventricular fibrillation, stent thrombosis, and ultimately death may have been caused by at least in part by the use of the study device since the complications occurred immediately after the procedure.